Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hip replacement procedure, the tip of the needle broke during the operation. X-ray was done to locate the needle, but no trace of needles was found so the scrub team had to manually search for the tip on the floor using a magnet. The tip of the needle was found on the floor.